Event description:
It was reported that a revision was performed due to infection: (B)(6) 2011 - low grade fever, knee began to drain hematoma. (B)(6) 2011 - emergency surgery ( irrigation and debridement). (B)(6) 2011 - tested (B)(6) for (B)(6) infection, next couple of weeks the patient had numerous of surgeries while quarantine in the hospital. (B)(6) 2011 - surgery (irrigation and debridement, removed the allograft and infected parts and inserted an antibiotic spacer). (B)(6), 2012 - revision.